Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported, during drilling the drill bit rubbed against a kirschner wire: drill bit broke.